Event description:
During eval of this unit by a laerdal tech for the problem of displayed ECG is too small, reported by another laerdal tech, the unit was found to fail an arrhythmia recognition test, recognizing all non-shockable rhythms properly, but failing to recognize and treat all but one of the shockable rhythms.